Event description:
It was reported that medical attention was sought on (B)(6)2017 after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The caller also stated that the desiccants in the test strip vial are pink which indicates improper storage and that could attribute to inconsistent blood glucose readings. The end user would not disclose any information in regards to this medical event and requested that we not contact her anymore.